Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a low flow alarm on (B)(6) 2022 . A pump off alarm was also noted. Log files confirmed two pump stopped events on (B)(6) 2022 while the patient was on the power module. X-rays of the driveline were taken that revealed a suspicious area near the bend relief. The patient was placed on an ungrounded cable and no further pump stops were noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop events were confirmed via the submitted log file data. The log file contained data spanning from (B)(6) 2022 at 06:42:57 to (B)(6) 2022 at 09:06:59, per the timestamp. Two pump stop events were captured on (B)(6) 2022, beginning at 02:19:49 and 02:27:55, while the system was supported with the power module. No other notable alarms were captured. Based on our complaint history and similarly reported events, the pump stop events captured in the log file appear consistent with potential driveline wire compromise; however, a specific cause for the pump stop events cannot be conclusively determined. The patient was placed on an ungrounded patient cable and no further events have been reported at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook (rev. G) also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.